Event description:
It was reported on the national medical device adverse event monitoring information system that the cs300 intra-aortic balloon pump (iabp) could not work properly due to the alarm of automatic inflation failure during use, and the device has been discontinued. The customer refused to call on the grounds of a meeting and continued to find opportunities to communicate with the customer. The equipment is out of warranty, the customer contacted third-party to handle repair. The customer refused to disclose specific information regarding repair. The customer would not provide the serial number to the unit. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations: e1(telephone #) (B)(6).

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
The customer refused to disclose the serial number and contacted a third party to handle issue. The customer did not contact our manufacturer, so there is no service report or maintenance report filed. H3 other text: customer contacted a third party for repair.